Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation : yes, returned to manufacturer on 14th february 2020. Device evaluation: sample was returned at manufacturing site on 2/14/2020. The pcb00 sample was received in a plastic bag. The white fragment in question was returned in a separate bag. Visual inspection using microscope magnification was performed. The material in question returned was clearly identified as a small white particle.the reported issue was verified on the return. During sample evaluation, the returned pcb00 unit was disassembled. No broken components or manufacturing defects were observed. Also, no defects at the cartridge component, plunger, rod, nut, upper/lower bodies, that could impair functionality in the device, or lead to get debris or particles issue. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The sample was sent to laboratories for analysis. The foreign material in question is consistent with a mixture of abs (acrylonitrile/butadiene/styrene). The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol that may be undetected by our control process. Batch data analysis for production order (B)(4), sn (B)(6), diopter 19.5 neither showed any process malfunction or rejection issue due to debris/particle increase. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints revealed one (1) additional complaint folder (cf). However, this was not confirmed as manufacturing problem. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens remains implanted. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), model pcb00, a white fragment was observed on the lens in the patient's eye. Doctor was able to remove the white fragment, and completed the surgery without removing the iol. No additional information provided.